Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -   2020 -   02999. Concomitant medical product: part# :110018416 ; lot#: unknown. Report source: foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a retrospective study, patient was implanted approximately three (3) years ago with headless compression screws. The patient had experienced stiffness in the right foot with an unknown date of onset. Product is still implanted in the patient. Attempts have been made and no further information has been provided.